Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized for nausea and vomiting. On (B)(6) 2019, the peg-j tubing was replaced, and a knot and bezoar were discovered at the end of the j-tube. The nausea and vomiting subsequently resolved, and the patient was discharged from the hospital on (B)(6) 2019.